Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported that the pt lost stimulation. She stated that she was unable to establish telemetry between her charger and ipg. Follow up on the pt found that her programmer also was unable to communicate with the ipg. A new charging system and programmer were sent to the pt; however, these were unsuccessful at resolving the issue. The pt planned to follow up with her physician at a later date since she was traveling for work. No further information is available at this time.